Manufacturer narrative:
Per tandem's user guide: disconnect your infusion set from your body while on high-speed/high gravity amusement park thrill rides. Rapid changes in altitude or gravity can affect insulin delivery and cause injury. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was at an amusement park and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 70 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.